Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the root cause of the reported tibial fracture was reportedly due to the design of the xr posterior tibial punch. It was reported by the surgeon that the procedure was completed as planned and no problems postop. Based on the surgeon¿s response it is not expected to have a patient impact beyond the expected recovery of the total knee arthroplasty. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that during journey ii users group meeting, doctor mentioned that patient had a small tibia bone fracture during the use of the new xr tibia posterior punch.